Event description:
It was reported that during a roux-en-y procedure, the surgeon put an instrument through the device and could hear a large amount of pneumo leakage. The surgeon continued to use the device throughout the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information obtained: the noise they heard when the pneumo was escaping was just like the sound of a balloon deflating. There was a drop in pressure, but quantity of gas consumption rate could not be confirmed. The surgeon was able to continue using the same trocar, he would simply wait for the pressure to come back up and then continue. Although they could not confirm exactly where the leak was coming from, a gap could be seen between the integrated one seal and the body of the trocar. Devices being inserted through the trocar were the echelon flex and various types of graspers. Some torque was being applied, more with the echelon in order to get the right angle.